Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bits of rubber from the vial stopper broke off into the medication when punctured with the bd interlink¿ blunt plastic cannula during use. The following information was provided by the initial reporter: "new substitute bd blunt plastic cannula ref 303345 used as puncture rubber stopper vials." "Rubber breaks off into drug and could be aspirated and injected into patient."

Manufacturer narrative:
H.6. Investigation: one sample was received. It came in sealed packaging blister. Visual inspection was performed with a microscope at 30x. No coring was observed or any other defect. There was no damage, bevels were good, etch was good. No defective grind, no hooks were observed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bits of rubber from the vial stopper broke off into the medication when punctured with the bd interlink¿ blunt plastic cannula during use. The following information was provided by the initial reporter: "new substitute bd blunt plastic cannula ref 303345 used as puncture rubber stopper vials." "Rubber breaks off into drug and could be aspirated and injected into patient."

Event description:
It was reported that bits of rubber from the vial stopper broke off into the medication when punctured with the bd interlink¿ blunt plastic cannula during use. The following information was provided by the initial reporter: "new substitute bd blunt plastic cannula ref 303345 used as puncture rubber stopper vials" "rubber breaks off into drug and could be aspirated and injected into patient".

Manufacturer narrative:
Correction: the lot number was received from the customer. The following fields have been updated: medical device lot#: 9029829. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-01-29.